Event description:
The record indicated that a customer reported an issue with the incorrect time being displayed on the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in updating the pump time and educated them about the potential effects of an incorrect date on data uploads and reports, which the customer understood and acknowledged.